Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), pelvic pain ('pelvic pain/pain/chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraines/headaches,"), nausea ("nausea,"), fatigue ("fatigue"), abdominal distension ("chronic bloating"), alopecia ("hair loss,"), ovarian cyst ("ovarian cysts"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), dyspepsia ("digestive problems") and stress urinary incontinence ("stress incontinence") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (abdominal hysterectomy with bilateral salpingectomy and right oophorectomy and abdominal hysterectomy with bilateral salpingectomy and right oophorectomy, laparoscopic appendectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, anaemia, bladder disorder, urinary tract disorder, migraine, nausea, fatigue, weight increased, abdominal distension, alopecia, ovarian cyst, dyspareunia, vaginal disorder, dyspepsia and stress urinary incontinence outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, bladder disorder, dyspareunia, dyspepsia, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, stress urinary incontinence, urinary tract disorder, uterine perforation, vaginal disorder and weight increased to be related to essure. The reporter commented: the left tube showing 3 coils noted into the cavity and the right tube showed 2 coils noted in the cavity. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs and mr received. Reporter information added. Events: migration/perforation, dyspareunia, vaginal scarring, digestive problems, stress incontinence added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), migraine ("migraines/headaches,"), nausea ("nausea,"), dyspareunia ("dyspareunia,"), fatigue ("fatigue"), abdominal distension ("chronic bloating"), alopecia ("hair loss,") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain,"). The patient was treated with surgery (removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, anaemia, bladder disorder, urinary tract disorder, migraine, nausea, dyspareunia, fatigue, weight increased, abdominal distension, alopecia and ovarian cyst outcome was unknown. The reporter considered abdominal distension, alopecia, anaemia, bladder disorder, dyspareunia, fatigue, genital haemorrhage, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder and weight increased to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.